Event description:
A (B)(6) female pt contacted zoll customer support to report that the front response button cover was torn. However, during servicing of the pt's monitor, a reportable problem was found, the response buttons were intermittent in activating the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. Upon eval, the front response button cover was torn and the switch mechanism was damaged. The cause for the inability to activate the device is the damaged switch mechanism. The root cause for the damaged switch mechanism cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective response buttons. The pt received a replacement monitor.